Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR product was received on 11/19/2025 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-313681 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.